Manufacturer narrative:
The reliability analysis inspected 1 opened and or used reservoir and performed manual prime test using a new lab infusion set along with 7xx pump. The reservoir passed per spec. There was no occluded anomaly observed during analysis. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states the tried to push insulin through reservoir, but it was stuck. Customer's blood glucose level was 39mg/dl. The customer treated with food. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.